Manufacturer narrative:
Company representative evaluated the unit and replaced the power supply. Unit was tested to factory's specifications.

Event description:
Customer reported the accutorr plus monitor was not working properly when ran on battery, which may have affected primary monitoring. No pt injury was reported.